Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure two devices fired scissored clips. A third device was used to complete the case. There was no pt consequence.